Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of a blank display and constant tone from the insulin pump. The customer's blood glucose level was unknown. The customer reported a constant beep on the phone. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new (B)(6) batteries. The customer stated that the display did not return. The customer was not able to finish troubleshooting. The insulin pump will not be returned for analysis.